Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: d- evolutfx-2329, serial/lot #: unknown. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that on the same day, following the implant of this transcatheter bioprosthetic valve, a vascular tear was discovered between the non-coronary cusp (ncc) and the right coronary cusp (rcc) at the level of the sinotubular junction (stj). The cause of the tear is unknown. Attempts to repair the tear were unsuccessful. The valve was explanted and discarded. The patient died the same day.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device is: product ID: d-evolutfx-2329, lot#: 0011993323, ubd: 11-oct-2025, UDI#: (B)(4); product ID: non-medtronic guidewire; product type: guidewire; d10. Additional codes: annex f. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information was received that during the implant procedure, right transfemoral was used as the access site. According to the physician, the cause of the vascular injury (vi) was unknown. However, the valve and a non-medtronic guidewire possibly contributed to the vi but the delivery catheter system (dcs) or the sheath did not contribute to the vi. Subsequently, open repair was performed. It was noted that the initial tear appeared to be closed but other damage to the heart from the implant procedure were not able to be repair. Per the physician, the cause of death was vascular tear and the valve and the dcs cannot be excluded as a contributing cause to the death. In addition, the patient¿s underlying medical history caused or contributed factor to the death was unknown.

Manufacturer narrative:
Updated data: b5. Third paragraph added h6. Patient code added medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that on the same day, following the implant of this transcatheter bioprosthetic valve, a vascular tear was discovered between the non-coronary cusp (ncc) and the right coronary cusp (rcc) at the level of the sinotubular junction. The cause of the tear is unknown. Attempts to repair the tear were unsuccessful. The valve was explanted and discarded. The patient died the same day. Additional information was received that during the implant procedure, right transfemoral was used as the access site. According to the physician, the cause of the vascular injury (vi) was unknown. However, the valve and a non-medtronic (safari) guidewire possibly contributed to the vi but the delivery catheter system (dcs) or the sheath did not contribute to the vi. Subsequently, open repair was performed. It was noted that the initial tear appeared to be closed but other damage to the heart from the implant procedure were not able to be repair. Per the physician, the cause of death was vascular tear and the valve and the dcs cannot be excluded as a contributing cause to the death. In addition, the patient¿s underlying medical history caused or contributed factor to the death was unknown. Additional information was received that the surgeon repaired the tear between the rcc and ncc; however, the pulmonary artery was bleeding as well and was unable to be repaired. It was reported that the pulmonary artery bleed was unrelated to the valve implant. Additionally, neither a pre-implant or post-implant balloon aortic valvuloplasty were performed.